Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative). Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: while removing my upper aligner with the provided extraction tool, a piece of my tooth broke off inside the aligner. (B)(6) 2024: as I was removing my upper aligner using the provided extraction tool, my front left tooth chipped. This is confusing because I've been using the tool without issues for the past six weeks and have always followed the instructions carefully. The chipped piece of my tooth is stuck inside the aligner and won't come out. Though it was painful at the time, I'm feeling better now. While it's not an emergency, I'm self-conscious about my teeth, and since I paid for the aligners, I would like to have the tooth filled. I'm happy to visit my dentist to get it fixed and provide all necessary information, but I'm concerned about whether I'll be compensated, especially if I can prove my teeth were healthy before starting the treatment.

Event description:
Customer reported that they had to have broken molar removed and bone graft. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.